Event description:
It was reported that while the ventilator was connected to the pt, the expiratory tidal volume went to 0 and the pt saturation decreased from about 92% to 40-50%. The pt got a bradycardia and was reanimated. The ventilator was disconnected from the pt and the nurse discovered that the coaxial pt circuit that had been used was erroneously connected. After reconnecting the pt circuit properly, the ventilation continued normally.